Event description:
This is 3 of 9 reports for the same event, (B)(4).

Event description:
Pt was originally treated for an l4 fracture with spinal canal narrowing. Pt instrumented dorsally with cement and mirs at l3-l5 along with kyphoplasty, hemilaminectomy and transpedicular pe at l4 on (B)(6) 2012. Construct consisted of 4 screws, 4 locking caps and 2 rods. On (B)(6) 2012, pt developed an osteoporotic compression fracture at l2 and underwent revision surgery. Pt was cemented dorsally with an extension of mirs instrumentation to l1. Extension construct consisted of an additional 2 locking caps, 2 screws and 2 rods. On (B)(6) 2012, surgeon noted on x-ray that the locking caps at l1 were completely unscrewed and the rod was visible outside of the screw body. On (B)(6) 2012, (B)(6) weeks post-op, surgeon noticed on l1 gestation that 2 of the locking caps had completely dissolved and migrated from the screw body. Reduction was lost and necessitated revision surgery. On (B)(6) 2012, pt underwent revision surgery and the entire construct was removed, as the two fractures were determined to be stable. Surgeon experienced difficulty removing the posterior right pedicle, due to hardened cement in the screw head. A short rod piece was removed with the locking cap and subsequent removal of the screw. This is the 3rd of 8 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on-going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. Investigation is on-going.

Manufacturer narrative:
(B)(4). Investigation coordinated by synthes (B)(4). Report received indicates the complained article was sent to our product development center for further investigation. It was established that at one of the 3d head the thread lead was sheered. Furthermore one other thread lead were deformed at a locking cap. Additionally it was detected the use of the matrix locking cap in the mirs body. This does not correspond with the op technique. Unfortunately we can not determine the exact cause of damage afterwards. We assume that an offset of the screw which was leading to a tension was the cause of the damage. No product fault could be detected. The manufacturing and material documents show no deviation of our specifications.